Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 4 we have 5 bloodlines that malfunctioned and need to send back. Lot#: a2500219. I have our nurses looped in to answer any further questions beyond the response below for today as (B)(6) is not available until next week. (B)(6) mentioned that although the bloodlines were put on properly, air still continued to get into the lines which could cause harm to the patients. The error happened during several patient treatments. Please advise further. The issue with the blood lines was that even when connecting the lines correctly the connection was leaking blood and pulling in air in the lines. Very micro air in my opinion but enough to cause air detector alarms and clotting within the extracorpeal system. Fortunately, this was caught within time and no patients suffered any harm. The lines have sense been sequestered and waiting for further instruction.

Manufacturer narrative:
Event 4: the report has been identified as b. Braun medical international report number (B)(4). One hundred and twenty-eight (128) unused samples were returned for evaluation. Through visual examination, no visual defects were identified. The sample was subjected to a leak test per specification with failing results. The sample is not within specification; the reported issue was observed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.